Event description:
Nellcor puritan bennett rec'd a call from a rep of facility on 07/06/2000. Facility called to report the following problem: unit stopped ventilation on 06/06/2000 approx 7:00am, while on patient. Caregiver was able to restart ventilation approx 2 mins after shut down.